Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m128097 xxxxxxx with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m128097 and test base part number 190-430 / lot m128097. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m128097 showed that the complaint rate is 0.005%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m128097 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported a false positive result on two direct tested dracon swabs with the ID now covid-19 assay performed (B)(6) 2021. Two samples, a nasopharyngeal and an oropharyngeal, were collected on the same patient using a different swab for each. Both swabs were eluted in the same sample receiver, simultaneously. Repeat testing with the ID now covid-19 assay was not performed. Confirmatory testing on an oropharyngeal and a nasopharyngeal sample with pcr performed (B)(6) 2021 generated negative results. The customer confirmed there was no patient impact or remedial action taken based on the ID now covid-19 assay test results. No further patient information, including symptoms, treatment, and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.